Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was returned covered by a stent protector and the stent struts on the first 3 proximal rows appeared undamaged but the rest of the stent struts were pulled and stretched distally over the distal markerband. Stent damage most likely occurred during withdrawal attempts. During analysis, resistance was felt whilst removing the stent protector most likely due to distal stent protector damage that was noted. On removal of a stent protector during analysis further stretching of the distal end of the stent occurred, the stent struts stretched over the distal balloon cone and over the bumper tip of the device. The returned stent protector ID (inner diameter) was measured and is not within specification. The returned stent protector appeared transparent white in colour whereas a bsc stent protector should be transparent blue therefore it can be confirmed that the stent protector that was returned was not a bsc stent protector. Pigtail mandrel was removed from the returned device without issue and od (outer diameter) was measured and is not within specification. The balloon cones were reviewed and no issues were noted with proximal balloon cone. Distal balloon cone could not be examined due to stent stretching over it. Hardened medium resembling blood was noted inside the balloon body. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction during advancing attempts. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4)

Event description:
Reportable based on device analysis completed on 28-jun-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending (lad) artery. A 3.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.